Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Reportedly, the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 471 mg/dl with ketones. Customer¿s bg was treated with magnesium and potassium. The customer was discharged on (B)(6) 2026 with no permanent damage. Reportedly, customer reverted to an alternate method of insulin therapy.